Event description:
The customer reported that during a cystectomy/ileal conduit case, the knife blade came out of its track and was protruding from the jaws of the device. There was no pt harm, and a new device was opened to complete the procedure. Upon covidien's receipt of the device for evaluation, a preliminary investigation confirmed that the knife blade was exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.